Manufacturer narrative:
The device was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had air in the transfer set. This was observed during drain of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that the gap of air is at least 1/8th of an inch. Renal therapy services (rts) assisted the patient in ending therapy and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.